Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. However, data for the g6 ios app was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product returned is receiver which was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and failed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Dat investigation was also made wherein share logs provided which the data received reflected the g6 ios application. Using share logs, investigation is confirmed. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.